Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One non-decontaminated sample was received without its original packaging. Product was packed in 5 polybags. The reported offensive odor" was not noticed. The returned product had common odor in comparison with other cuff inflators (rubber smell). A device history record (DHR) review was not performed as the complaint could not be confirmed. No action taken.

Event description:
It was reported that during the pre-use check, there was an odor from the product. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: UDI number is unknown, no information has been provided to date. G5: 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.